Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. However, found moisture damage on the keypad traces noted. The insulin pump received without the original belt clip. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.